Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2019-jan-29 regarding a patient receiving dilaudid (0.5mg/ml at 0.19988 mg/day), bupivacaine (30.0mg/ml at 11.993 mg/day), baclofen (800.0mcg/ml at 319.81 mcg/day), and clonidine (500.0mcg/ml at 199.88 mcg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient reported increased heart rate following personal therapy manager (ptm) activations on (B)(6) 2016. The bolus dose had not changed for several visits, so the patient was instructed to follow-up with their primary care physician. On (B)(6) 2016 the patient's pcp instructed her to present to the emergency department where the pump was stopped via magnetic resonance imaging (MRI). The patient reported symptoms subsided while in MRI, and returned quickly after. It was later noted that the therapy suspension via MRI occurred on (B)(6) 2016 (note: this conflicts with the previous report that the therapy suspension occurred on (B)(6) 2016). On (B)(6) 2016 a manufacturer representative reported interrogation revealed two 'stops' (motor stalls), one secondary to MRI and one secondary to a magnet over the pump for 45 minutes. It was reported the patient's symptoms subsided during the MRI but not while the magnet was on the pump to suspend therapy. On (B)(6) 2016 the patient presented to the clinic and reported numbness (location not specified) and an electric feeling following ptm activations. The intrathecal (it) rate was decreased. On (B)(6) 2016 the patient reported a resolution of side effects but increased pain following the it rate decreased. The event required in-patient or prolonged hospitalization and the clinical diagnosis was it medication side effects with and without ptm activation. The event resolved without sequelae on (B)(6) 2016. The etiology indicated the event was related to the device or therapy, was not related to the implant procedure, and was related to the drug. No further complications were reported or anticipated. Omitted information pertains to (B)(4) - MRI motor stall.